Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose of 33 mg/dl. The customer experienced different blood glucose level of 326 mg/dl and 189 mg/dl. The customer did not report any symptoms or treatment for low blood glucose level. Troubleshooting was not performed for low blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, selftest, sleep current test, active current test and the displacement accuracy test. No device problem found. Insulin pump communicated properly with test guardian link transmitter. No auto mode anomaly noted during testing.